Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop (idle) current and run current measurement tests were within specification. The insulin pump also passed the off no power alarm test. The insulin pump was unable to prime during prime/a33 test. It was not possible to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump was unable to prime during prime/a33 test due to faulty fsr. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Event description:
It was reported that the customer had diabetes complications - really high and low blood glucose levels. The caller stated that the customer passed away on (B)(6) 2016, in a hospital. The customer was hospitalized on (B)(6) 2016 due to a heart attack; the customer's heart was 100 percent blocked. The caller stated that the customer went into cardiac arrest and was in the hospital for 32 days out of which 15 days were in the intensive care unit. The customer had kidney failure, heart disease, a stroke with the heart attack, pneumonia, ulcer blockages in the heart and bleeding in the stomach. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of passing; it was disconnected on by the emergency room workers on (B)(6) 2016, due to illness. The caller did not know whether the customer used sensors or not. The caller agreed returning the insulin pump for analysis.